Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated they were taking prednisone and it cause high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated they were hospitalized due to upper respiratory infection, distola procedure and flu. Customer also stated that they were at hospital due to non-insulin pump related issue. The insulin pump will not be returned for analysis.